Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that patient was not theirs at the time of issue so a cause of the infection issue was not determined.

Manufacturer narrative:
Patient weight was provided as a range = (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient did not know they had the sponge in them until after the surgery.

Manufacturer narrative:
Date is approximate. Initial reporter is the patient's spouse, no name given. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was implanted in 2012 and had an infection after the original implant in 2012. The patient was given keflex and the infection went away, from what the patient¿s husband (who is an ER doctor) said. It was reported that the patient had a sponge left in their ins pocket in 2012. No further complications were anticipated/reported. [Refer to (B)(4) for information related to the patient's fall, explant in 2018, and encapsulated lead left in patient].